Event description:
Caller reported that an insulin cartridge leaked due to an issue with the o-ring and experienced this issue once. No adverse impact to the customer's blood glucose level was reported as it did not exceed 500 mg/dl. The customer successfully changed the cartridge and resumed insulin therapy, and a return authorization for the cartridge was issued.